Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Ethnicity: non-hispanic/latino.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "leak identified when using bd 3ml syringe (luer-lok tip) with bd maxzero (microbore extension set , IV connector). Leak not present when using other size syringes." And "this is a recurring problem with these two devices regardless of the lot number of either device." An incomplete date of event of (B)(6) 2019 was provided.